Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, in analyzer program we had normal impedance measurements, then we connected the lead into the new device impedance shows bigger than 3000 ohms. To take a control we measure again over analyzer and old device and it shows normal lead measurements. Decided to use a new device and had seen the same problem. The physician decided to connect the old device, because we don't know the problem. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.